Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device has been repaired on site and returned to service.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "self check failure" error message. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.